Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
The customer reported that the touch screen was not working. There was no patient involvement.

Manufacturer narrative:
G4: 26sept2019; b4: 27sept2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touch screen to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 08 november 2019. Date of this report: 12 november 2019. Failure investigation was completed. The touchscreen assembly was received for evaluation. Visual inspection of the customer returned touchscreen assembly revealed a large crack corner-to-corner, fully severing the screen in two pieces. A touchscreen with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen non-functional. As the touch screen was received with cracked/shattered glass, the part was scrapped.